Event description:
Rod end clevis of the boom actuator on the lifter broke.

Manufacturer narrative:
Upon inspection of the lift pictures sent from the facility we found that the boom actuator clevis broke. A new boom actuator was shipped out to the customer on (B)(6)2012. This is the second time this has happened at this facility. It has been 13 months since the last complaint and primus is monitoring for any future complaints.